Event description:
It was reported that a homechoice automated pd set with cassette leaked from the tube on the patient line. This occurred during priming of peritoneal dialysis (pd) therapy. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653 united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.